Manufacturer narrative:
(Other): device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4)- reuse. Electrode belt (B)(4), manufacture date: 08/2010 - reuse.

Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015. The pt experienced a treatment event. The pt was at home at the time of the event. The pt received tow inappropriate treatments at 09:05:21 and 09:07:10. The rhythm at the time of first treatment was asystole with intermittent cardiac activity and the post shock rhythm was asystole. The rhythm at the time of the second treatment was asystole and the post shock rhythm was asystole. Over-sensing of small cardiac signal and intermittent cardiac activity contributed to the false detections. At 09:09:27, a non-treatable rhythm was detected. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the hospital where he later passed away on (B)(6)2015. There is no info to suggest that the lifevest caused or contributed to the pt's death.